Manufacturer narrative:
(B)(4); batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during adipositas surgery with optical insertion, after removal of the mandrel, trocar defect found. There was no delay to procedure, no fragments were generated, and procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2020. D4: batch # u94a7h. F10 and h6: component code: mechanical (g04). Investigation summary: the analysis results found that the cb12lt device was received with the tip of sleeve damaged and partially raised. The reported complaint was confirmed. One possible cause for the damage found on the sleeve may be having an excessive external load placed on the device. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance., it was reported that: sleeve issue additional information received: all parts of the trocar were removed from the patient. In addition, two photos were received for review. Upon visual inspection of two photos, the following was observed: the first photo shows a sleeve from aside view and the tip can be seen damaged and bent. The second photo shows a tyvek from lot area and belong to lot # u40f0c, exp. Date: 2025-06-30. Based on the photo alone the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis above for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.